Manufacturer narrative:
The device was inspected and tested on the 19th of march. Within this inspection, functional testing and visual inspection was made. The result was: the device was slightly out of specification. As the device was slightly out of specification, it generally cannot be excluded that the device has contributed to the event. However given the minor degree of the deviation and considering the below information from the customer we suspect that the device did not contribute to the event. The customer informed us that the surgery performed was an awake craniotomy for tumor resection and that the surgeon can not exclude that the laceration was caused by the patient moving so much during the head pinning.

Event description:
Customer informed our service department on the 15th of march that one of our products was involved in a slippage that resulted in a laceration.